Event description:
The pt was implanted a left ventricular assist device (lvad). The vad coordinator reported that pt expired one day post implantation of the lvad. The nurse had reportedly noted that the pt's blood pressure had dropped suddenly to about 30/25 (charted 26/23), cvp (central venous pressure) was elevated as high as 40 (charted 22). The pump parameters were at 3.2, 8000rpm, pi (pulsatility index) 2.1, power 3.6 watts. Epinephrine was administered. Rhythm converted to ventricular tachycardia, cardioverted twice, lidocaine 100mg given, converted into unstable rhythm. Epinephrine infusion was increased to 0.2 mcg/kg/min. Pressures continued to be about 27/25. The cardiology echo team was present beside and an emergent tte (transthoracic echo) was completed with no evidence of tamponade but showed decompressed ventricles bilaterally. Chest compressions were initiated with no return of pressures and the pt was asystolic. The pt was pronounced dead. The cause of death was not reported to the MFR. According to the add'l info provided to the MFR, the pt's medical history included an implant with a device from another MFR prior to the placement of an lvad. The placement of an lvad was subsequently required due to worsening pt condition. The hospital felt that the pt's liver function was declining, and the pt's inr was 1.9. Once the chest was closed from the implant procedure, the lvad was discontinued. Factor vii (clotting agent) was administered on the pt. A tee (transesophageal echo) performed by the hospital showed no evidence of tamponade.

Manufacturer narrative:
The hospital reported that an autopsy was not performed and the pump or equipment was not available to be returned to the MFR for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.